Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported marker lumen blockage and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices via a 6f sheath, using a pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the first proglide device was successfully pre-placed with no issue. When the second proglide device was inserted into the vessel there was no blood flow noted to be coming from the marker lumen. The device was removed and flushed; however, there was still no blood return when reinserted into the vessel. An addiitonal proglide device was used for successful suture placement using the pre-close technique. The sheath was upsized to a 16f. The aaa procedure was completed and hemostasis was achieved with the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.